Event description:
It was reported that during a cholecystectomy procedure, the clip was unformed and protruded from the device. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
D4;h4,6: info anticipated, but unavailable at this time.